Event description:
From staff: patient underwent an aortic valve replacement. The provider used the cor-knot to tie the valve in. While using this device, it locked up and would not fire. From op report: a 25 mm valve was selected and parachuted into place. Cor knots were used to secure the valve. Coming around to the right non commissure, the suture unfortunately broke. We successfully identified and removed the pledget attached and were able to work through the valve to replace another pledgeted suture. We interrogated the area and could not appreciate any residual space. Once this was done, the valve was inspected. Both left and right coronary ostia were seen, and the valve was noted to be well seated on the annulus.